Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, de novo, in the mid femoral artery. Reportedly, leaks of contrast media from the connection between the balloon catheter and inflating device were observed. After separating the balloon and indeflator, the hub was found partially broken at the connection part of the balloon catheter to inflation device. A 5.0 x 40 armada 35 balloon catheter was used to successfully complete the procedure. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported break and leak were confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.